Event description:
It was reported the patient's ipg was protruding through her skin. The physician indicated she believes significant weight loss is a major factor causing the issue. Surgical intervention was scheduled to take place to remove or reposition the ipg, however the patient elected to have her entire scs system explanted. It was noted the ipg site did not appear to be infected and no cultures were taken.

Manufacturer narrative:
MFR's evaluation: the returned product was not analyzed as the complaint of skin erosion could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.